Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿white screen is displayed when the menu screen is pressed¿, was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the device evaluation. Based on the updated device evaluation, additional findings included e300 and e310 error codes.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the video connector latch was worn out causing poor connections with pigtails. In addition, no issues with the motherboard battery were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite video system center screen goes white when the menu screen is pushed. In addition, the device generated e300 and e310 error codes. The issue was found during a therapeutic procedure. The procedure was completed with the subject device and no reports of patient harm. This report is being submitted for the white screen being displayed.